Manufacturer narrative:
Device evaluation results: the occlusion board was found to be out of adjustment. This was the cause of the saline flowing too fast during testing. Additionally, the power supply was broken. This could have occurred as a result of the pump being dropped. The occlusion board and the power supply were replaced.

Event description:
Reportedly, during testing with saline the flow was too fast. No pt was involved.